Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra2 meter is giving an error 5 message. Per the owner's manual, error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint is classified based on the day before at 6pm. After the reported issue began, the patient developed symptoms described as "hungry, sweaty, and hot." The patient denied requiring any medical intervention and did not take any action in regards to diabetes treatment as a result of the reported issue. The patient was not using the correct testing technique. The reported issue was resolved during troubleshooting. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the reported issue began. The meter, test strip, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.